Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in backup vvi and was asymptomatic. The presenting rhythm was 67.5 ppm. Sub- sequently, loss of capture occurred and the patient's underlying rhythm was in the thirties. The patient was transferred to the emergency room in order to elevate the rate. The device was removed and replaced.